Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed, target lesion was located in the mildly tortuous and moderately calcified right superficial femoral artery. A 7.0mmx40mmx135cm sterling catheter was advanced for post-dilatation. However, during the second inflation at 5 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a 7-4 non-bsc balloon catheter. No patient complications were reported.